Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
It was reported by the customer's spouse, that the customer was hospitalized for an unk reason. It was also reported that the insulin pump was exposed to moisture, when insulin split inside of a bag that the insulin pump was in. Troubleshooting occurred. Advised to discontinued use of the insulin pump. No additional info was provided.